Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the endoscope associated in the related complaint and completed investigations. The endoscope was placed through friction test using a screening aid to manually rotate the adapter to detect friction. The camera adapter did not rotate properly and/or noises were heard during testing and confirmed as binding. Additionally, the endoscope was visually inspected and found with mechanical damage the scope¿s distal tip. Also, the endoscope was visually inspected and found with minor cut(s) to the cable insulation. During inspection of the endoscope cable integrated connector, the cable integrated connector housing exhibited discoloration. The endoscope was tested and placed on a camera attenuation tester or equivalent to measure transmittance but failed functional testing. The endoscope failed transmittance due to the measured output power not meeting specification limits. The probable root cause of this binding is attributed to component susceptibility to increased friction.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the endoscope was inspected prior to use, and no damage was found. The visualization and insertion into the port was being performed. The procedure was completed robotically, and no patient injury occurred. Patient information was provided. Although a definitive root cause cannot be established, the probable root cause is attributed to an inadequate connection of endoscope to the universal surgical manipulator (usm) or disengagement of the endoscope from the usm.

Event description:
Refer to h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted splenectomy surgical procedure, the customer contacted a technical support engineer (tse) and reported that the surgeon experienced an issue where moving the controls to the left caused the instruments to move to the right. Prior to contacting support, the staff removed and reseated the endoscope, which resolved the problem. While gathering additional details, it was also mentioned that it was possible the surgeon inverted the scope while working in a tight space. No further issues were observed, and the call concluded with the system functioning normally. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
The reported issue was resolved through phone support. It was confirmed that the issue was resolved by reseating the endoscope. The system was verified and ready to use.